Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 pump was placed to support a patient with known cardiomyopathy and other systemic comorbidities. During support the patient experienced arrythmia which was managed with medical therapy. Additionally, the patient suffered a nose bleed which prompted systemic anticoagulation of angiomax to be put on hold. Impella support continues.

Manufacturer narrative:
No product was returned for investigation. The root cause of the arrhythmia was unable to be determined due to insufficient clinical details. The cause of the epistaxis was not determined due to insufficient clinical details. The device passed all post sterile inspection checks.